Event description:
It was reported to boston scientific that a during the unpacking of a navigator access sheath, a foreign object was found inside the sterile packaging. Reporter stated that the device was still sealed and intact. There was no procedure done and no patient involved.